Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled " implant survival of 662 dual-mobility cups and 727 constrained liners in primary tha: small femoral head size increases the cumulative incidence of revision". Literature article entitled "implant survival of 662 dual-mobility cups and 727 constrained liners in primary tha: small femoral head size increases the cumulative incidence of revision" written by oskari pakarinen, olli lainiala, aleksi reito, perttu neuvonen, keijo mäkelä, and antti eskelinen. Published by acta orthopaedica published online/accepted by publisher 9 jul 2021 was reviewed. The article's purpose was to retrospectively compare 662 dual-mobility cups and 727 constrained liners to determine if small femoral head size increases the cumulative incidence of revision. The majority of acetabular products involved competitor products while an unidentified number of cases involved depuy pinnacle cups and liners. Unknown manufacturer femoral products were used. No specific patient identifiers were given in the article. Depuy products with known adverse event(s): acetabular cup x 2. Acetabular liner x 2. Adverse events: unspecified number of cases involving infection with unspecified surgical intervention. Unspecified number of cases involving dislocation with unspecified surgical intervention. Unspecified number of cases involving cup loosening with unspecified surgical intervention. Unspecified number of cased involving pain with unspecified surgical intervention. Unspecified number of deaths within 1 year of primary with no identified cause of death.